Manufacturer narrative:
(B)(4). Batch # r94746. Device analysis: the analysis results found that the el5ml device was received with a clip in the jaws. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed and formed 12 conforming clips and 1 partially formed clip was fed due to an anti-backup failure; in addition, the instrument locked out as intended. In order to evaluate the device¿s internal components the instrument was disassembled. Upon disassembling of the device, the ratchet pawl was found with not damaged. No conclusion could be reached as to what may have caused this condition. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a ladg, the clip was fed into the jaws sideways during use. Another device was used to complete the case. There were no adverse consequences to the patient.